Event description:
A customer contacted beckman coulter inc. (Bci) customer technical support (cts) to report the ion-selective electrode (ise) leaked fluid from tubing #15. Per customer, the tube popped off for unknown reason. No injury or exposure was reported.

Manufacturer narrative:
Cts advised customer to reattach the tubing and clean up spilled liquid. The customer checked for further leaks and none were found. No service request generated; issue resolved through troubleshooting with cts.